Event description:
This device case, reported by a consumer and general practitioner (gp) concerns a female pt of unk origin. The pt's medical history included diabetes since 1988. Concomitant medication included insulin detemir for the treatment of diabetes and folic acid for an unk indication. The pt rec'd insulin lispro (humalog; lot number unk), dose varied, frequency unk, subcutaneously, va a humapen ergo teal/clear pen body with a clear cartridge holder attached, for the treatment of diabetes, beginning on an unk date in 2002 (six yrs prior to report initial receipt date). On an unk date early in 2008, exact time to onset unk, the pt experienced high blood sugars. Upon follow up the event high blood sugars was considered serious for medically significant reasons, as hyperglycemia may lead to coma by the general practitioner. It was reported that the pt has varied her dose to try and correct this, but her blood sugar levels have been erratic during this period. The pt also mentioned that her humapen ergo tea/clear pen body was very old and therefore she assumed that the pen was no longer delivering correctly. On an unk dated, blood sugar levels have shown readings up to 20 (no units provided). It was unk if the pt rec'd corrective treatment. Upon f/u the pt recovered from the event high blood sugars on an unk date in the same month. Insulin lispro was continued. The prod complaint number associated is another device. Refer to results/conclusions section. The operator of the device was the trained pt/lay user. The pt had used the device for less than three yrs. It was initially reported that the device would be returned to the MFR, however, the device was not returned. The gp did not know if the event high blood sugar was related to insulin lispro. Furthermore the gp did not provide relatedness for the device. Update 11-nov-2008: add'l info rec'd on 10-nov-2008. Added device specific safety summary to qc info tab; changed improper use or storage field to yes, changed available for eval field to no. Updated narrative. Update 17-nov-2008: add'l info rec'd on 12-nov-2008 from a general practitioner: case was changed from non-serious to serious upon f/u. Added concomitant medication, relatedness for general practitioner. Updated outcome of event from unk to recovered and added stop date. Updated corresponding fields, narrative and spur.

Manufacturer narrative:
If the device is returned, eval will be performed to determine if a malfunction has occurred. Note: this report includes final eval findings. No add'l info is expected. H3: eval summary: the user did not return the ergo complaint device, nor report the device lot number to the MFR. Consequently, an investigation is not possible. Malfunction unk. There is evidence of improper use. The user reuses needles. Needle reuse can result in an underdose.